Event description:
This is a report of a home patient (hp) who had their disposable cassette leak during peritoneal dialysis (pd) therapy and was subsequently diagnosed with peritonitis. It was reported that a leak was found coming from a pinhole in the cassette's patient line. The hp was hospitalized as a precautionary measure for the leaking cassette and was diagnosed with peritonitis during hospitalization. The hp was treated with vancomycin, 1g, intra-peritoneally, with each therapy for 15 days. Pd therapy was ongoing. The hp was considered to be recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received for evaluation. Upon completion of the evaluation or should any additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. The reported issue of a leak was confirmed from the sample evaluation as a hole was found in the patient line, the cause of the hole was not determined.